Event description:
The meter does not power off; therefore, the pt was unable to test her blood glucose. A medical affairs specialst (mas) was unable to get contact with the pt; therefore, mailed a letter to the user to obtain clinical info. The pt mentioned that her ultra meter would not power off; therefore, she was unable to test her blood glucose reading. The pt felt light headed at the time of testing and contacted emergency services. The pt was taken to the hosp and her blood glucose was low and was treated with an IV and food. The battery was replaced less than a year ago and the battery was correctly installed. The pt was unable/unwilling to replace the meter because she was not feeling well and had to get off the phone with the customer care agent (cca). Issue was unresolved; therefore, cca sent the pt a replacement meter. No further clinical info was provided. It would have been helpful to know the pt's diabetes regiment, readings prior to the incident, how long the pt had the issue with the device, reading on emt's meter and hosp. The complaint is being reported due to the power issue and the pt requiring medical assistance.